Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Using a test battery cap, the pump powered up to a blank display screen with the appropriate audible and vibratory features. Due to the blank screen, the investigation was unable to complete the remaining testing. The reported line through display issue cannot be fully investigated and no conclusion can be drawn with regard to complaint. Unrelated to the reported display issue, the display lens was found to have cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.